Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report an allergic reaction to the island dressings. He last used them about 2 weeks ago. The adhesive on the island dressings are too strong and pull his skin when being removed. Where the adhesive touched his skin, it leaves a rash that looks like razor burn. His rash cleared up as soon as he stopped using the island dressings. No pickup is needed. The patient involvement is unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".